Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken guidewire from an accucath ace is confirmed. One 20 ga x 2.25 in accucath ace peripheral IV catheter assembly was returned for evaluation. An initial visual observation showed use residues throughout the returned accucath ace device, and the returned catheter for the device had been advanced and returned back loose from the device housing. The catheter shaft exhibited abundant deformation/buckling, but the catheter appeared intact. The safety of the device was activated and the needle was fully withdrawn into the housing. A microscopic observation revealed a complete break in the coil region of the guidewire, and it was observed that there was curved shaped memory leading into the coil region. The break in the guidewire appeared to be a tensile break just distal of a sharp kink in the wire. The complaint of a broken guidewire is confirmed. Possible causes of this failure may occur when the wire tip becomes deformed during insertion and subsequently catches on the catheter, leading to extensive catheter deformation and a guidewire break.

Event description:
It was reported by the customer that the "accucath wire got sheared off into patient- when hit safety button, needle retracted but guidewire did not." No other information was provided. Additional information received: it was reported by the customer "event did not involve a life-threatening medical situation. Patient's midline was expiring. After event, midline was exchanged for a new one and did not cause a clinically significant delay in treatment. Accucath inserted via us guidance. Rn advanced guidewire without any issues. When retracting the needle/guidewire rn met resistance. Procedure was aborted and all equipment was removed from patient. Ultrasound examination of the right forearm demonstrates no obvious foreign bodies and no surgery was needed to remove broken pieces. No active IV meds, needed access for prns and potential need for IV meds. No harm to the patient."

Event description:
It was reported by the customer that the "accucath wire got sheared off into patient- when hit safety button, needle retracted but guidewire did not." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.